Manufacturer narrative:
This report is submitted on june 14, 2017.

Event description:
Per the clinic, the patient experienced cholesteatoma at implant site, resulting in the decision to explant. The device was explanted on (B)(6) 2017, re-implantation is planned but has not taken place as of the date of this report.